Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc)common computer controller (ccc) and ssc base to vertical c fiber optic cable to correct the issue. The issue reoccurred again after some days. The fse then replaced the armrest rolling loop harness assembly as per isi procedures. The error returned after some days. The fse later replaced the ssc card cage, ssc armrest sadd power cable, ssc base to touchpad fiber optic cable, ssc base sadd power cable, two duplex couplers to correct the issue. Isi did receive the ssc ccc involved with this complaint and performed failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The ssc ccc was installed onto a golden system where the component functioned as expected. Fiber optic light levels on the ccc were inspected and all measurements were within the expected range. The system underwent ten power cycles, followed by a 10-hour idle period in the golden system, with no issues observed during testing. Based on these results, failure analysis was unable to identify a root cause for the reported events on this ssc ccc.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that surgeon side console (ssc)2 was displaying a message about the ergo and the touchpad not being available again during procedure setup. The site continued with the case setup but expressed concerns due to the recurrence of this problem. Error logs indicated instances of 32127 and 31307 errors reporting from ssc2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The surgeon side console (ssc) cardcage was returned and evaluated by the failure analysis (fa) team. During failure analysis, the issue was confirmed but could not be replicated. Reviewed error log in lighthouse indicated that multiple replacements for ssc advanced display driver (sadd)board and common computer controller (ccc) ssc prior to this cardcage. Installed cardcage unit into in-house golden system, left the system idle for 4 hours, periodically power cycle 10 times, each time system started up with no error. Optic light was checked; all the values were in expected range. From these findings, failure analysis determines there is no trouble found for this cardcage, and this unit was a wrong returned.

Event description:
Refer to h11 for follow-up information.